Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during multiple intraocular lens (iol) implantation procedures, a filament is noticed on the iol following insertion in the eye. The filament is removed during the initial procedure and is believed to be originating from the cartridge. Patient harm was not reported. Further information is not available for this report from the reporting facility.